Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio control reviewed the device data and confirmed the reported issue. The cause of the reported issue was traced to the user.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.